Event description:
Additional information: it was reported that after the pump was placed the patient developed 2 small blisters on the incision site. A complete blood count (cbc) was done and white blood cells (wbc) were normal. The patient was placed on antibiotics before undergoing an unrelated orthopedic surgery. After surgery, the patient developed a nosocomial infection. The infection was cultured and found to be streptococcus g. It was decided to remove the pump; the date of removal was not provided. The patient "recovered fine"; however, it was decided to not implant another pump as the patient had so many underlying condition unrelated to the pump therapy. The device system was used to deliver lioresal.

Event description:
The patient's pump was implanted recently. A pump pocket infection occurred. They had been weaning the patient down for 5 days and managing them with oral medication. A physician planned to explant the pump. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8731sc serial# (B)(4) implanted: 2012-(B)(6) explanted: unk. (B)(4).